Event description:
It was reported that boston scientific technical services (ts) was contacted about loss of capture (loc) every other beat. The patient also had far-field oversensing, which was appropriately blanked, and increased pacing thresholds. Subsequently, the patient underwent a replacement procedure, and the device and leads were replaced. No additional adverse patient effects were reported.